Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report. Pump passed the displacement test and self test. However, moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. The following were noted during visual inspection: stripped battery cap coin slot(p), cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Moisture damaged was confirmed on a electronic. No unexpected missing segment/partial display anomalies noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high as well as low blood glucose level in the range of 40 to 400 mg/dl. Customer stated that the battery compartment and reservoir compartment was damaged. Customer stated that the battery cap was damaged. Customer stated that the insulin pump was exposed to moisture. Customer reported fluid in the reservoir compartment. Customer stated that the insulin pump screen will get darker on the edge of the screen. Insulin pump passed self test. Customer declined troubleshoot for the high and low blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed unk.